Event description:
The customer reported that the ventilator began alarming while in use on a pt. The customer reported that the ventilator had no ac power, and backup battery power was deplated. The customer reported there was no pt harm. The respironics service technician verified the reported problem. The respironics service technician reported finding power supply fusses open. The service technician replaced the power supply to correct the problem. Performance verification testing and extended self testing (est) was performed and the unit passed all tests per operating specifications.